Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and observed no issues. A functional evaluation revealed a jammed motor/blade stall. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed and the root cause has been associated with a mechanical component failure. Factors that could have contributed to the reported event include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time or one or more of the motor phases shorting out. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during inspection, the mdu was not working. It is unknown how the procedure was completed however no delay was reported. No other complications were reported. Results of investigation have concluded that this unit had a jammed motor/blade stall which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.